Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 2326093. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima-ii y 20gax1.16in prn/ec slm the cap was deformed and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: at 11:30 on (B)(6) 2023, the patient underwent cta examination. During the injection of the enhancer, it was found that the blood vessels in the human body were not visualized. After looking for the reason, it was found that the plastic end of the heparin cap of the indwelling needle was separated from the rubber end. The developer leaks from the broken end of the retaining needle. Immediately pull out the indwelling needle, indwell one again, appease the patient, fortunately no harm was caused to the patient. Keep the problematic equipment and report it to the equipment department of the hospital.

Event description:
It was reported while using bd intima-ii y 20gax1.16in prn/ec slm the cap was deformed and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: at 11:30 on (B)(6) 2023, the patient underwent cta examination. During the injection of the enhancer, it was found that the blood vessels in the human body were not visualized. After looking for the reason, it was found that the plastic end of the heparin cap of the indwelling needle was separated from the rubber end. The developer leaks from the broken end of the retaining needle. Immediately pull out the indwelling needle, indwell one again, appease the patient, fortunately no harm was caused to the patient. Keep the problematic equipment and report it to the equipment department of the hospital.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.